Manufacturer narrative:
Customer discarded the product.

Event description:
The user facility reported that the device's tip came off and fell into the surgical site during a procedure. There was no delay, no medical intervention, and no adverse consequences.